Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedances greater than 2,000 ohms and increased pacing thresholds. This patient underwent a revision procedure and this product was surgically abandoned and capped. The patient received a new lead. No additional adverse patient effects were reported.